Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was changing out the infusion set and receiving no delivery alarms repeatedly during manual prime. Her blood glucose was 375 mg/dl. During troubleshooting, customer was advised to disconnect and reconnect the tubing and reservoir. Insulin did not exit the tubing when pushed through the tubing and reservoir. When the customer was advised to assemble a new infusion set with the current reservoir, insulin did not exit the tubing again. After the customer changed out the reservoir, the insulin pump did not alarm no delivery during manual prime and changing the reservoir resolved the issue. Nothing further reported.